Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 46.6-47.2cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 12.5-16.1cm and 12.0-18.0cm from the distal tip. One re conductor etfe coating was damaged during the surgical procedure while the other re and rv conductors etfe coating were intact at these locations.

Event description:
It was reported that during a follow up externalized conductors were observed. The lead was explanted and replaced. The patient condition is doing fine.